Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 her blood glucose reached 400 mg/dl less than 36 hours after the pod was activated and ketones were +1. She gave a correctional bolus of insulin (exact dosage was not provided) and noticed the cannula was kinked. She was able to activate a new pod and her bg returned to normal range.